Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. This is the only complaint reported for this lot number for this failure mode to date. The balloon was returned lodged in an introducer sheath and could not be retracted, confirming retraction issues. The definitive root cause could not be determined based upon the available information. The returned device indicated that the balloon was not properly re-folded. It is likely that the balloon's improper re-folding pattern contributed to the retraction issues; however, the root cause for the balloon not re-folding properly is unknown. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that after post-dilation of a stent, the valvuloplasty balloon could not be retracted through the introducer sheath. The balloon and sheath were removed together as a single unit without incident. No further treatment was required. There was no reported patient injury.